Manufacturer narrative:
According to the customer's daughter, the product leaked on her mother's hands and she suffered severe chemical burns. The daughter states her mother's nerves in her hands are damaged and she cannot use them like she used to. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer's daughter, the product leaked on her mother's hands and she suffered severe chemical burns.